Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a no readings/sensor error/brief sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient¿s parent, on (B)(6) 2026, the patient experienced nearly losing consciousness while sitting at the table. The parent noted that the patient began to lose awareness and immediately gave him juice and glucose tablets. The patient recovered after treatment. At the time of the report the patient was stable. A review of performance data shows that the patient's low alert was enabled at the time of the incident with the audio set to sound and the threshold set to 70 mg/dl. The urgent low alert is fixed at 55 mg/dl; the audio was set to sound and the snooze feature was set to 30 minutes. The no readings alert was enabled and was set to trigger after 20 minutes of continuous brief sensor issue. A review of performance data shows that the patient received a falling fast alert at partial volume (70%) at 4:05 pm with an estimated glucose value of 93 mg/dl; however, his readings only fell to 80 mg/dl at 4:10 pm, and the patient then experienced brief sensor issue from 4:15 pm to 4:25 pm. From 4:25 pm to 5:10 pm, the patient¿s egvs were in target range. Then, starting at 5:15 pm, the patient entered another period of brief sensor issue. The last estimated glucose value the patient received prior to the onset of brief sensor issue was a reading of 220 mg/dl at 5:10 pm. The brief sensor issue continued until 5:30 pm, at which point the patient¿s readings returned with a value of 47 mg/dl and the app delivered an urgent low alert at partial volume (70%). Then, at 5:35 pm, the patient entered another period of brief sensor issue. At 5:55 pm, the app delivered a no readings alert at half volume which was acknowledged immediately. The brief sensor issue continued, and at 6:10 pm, the user re-saved their alert settings which retriggered the no readings alert; it sounded at half volume at 6:11 pm. At 6:15 pm, the app delivered another no readings alert at half volume which was acknowledged immediately. The patient¿s egvs returned to target range at 6:20 pm with a reading of 178 mg/dl. Although some of the brief sensor issue observed through data investigation lasted between one to three hours as the reporter alleged, the period of brief sensor issue that preceded the urgent low alert lasted only 15 minutes. The root cause of the hypoglycemic event was therefore determined to be brief sensor error under one hour. The probable cause was determined to be sensor noise. No additional patient or event information is available.